Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during the stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8219131) became impeded in the proximal of an unspecified microcatheter (mc) and could not advance any more. The physician retracted the stent for inspection and tried to deliver the stent in vitro, but the stent was impeded in introducer sheath and could not be pushed out. The doctor added some force to deliver the stent, the stent was released automatically. The stent body was separated prematurely from the delivery wire. The deliver wire of the stent was found to be kinked/bent. A new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.

Manufacturer narrative:
Product complaint(B)(4).complaint conclusion: as reported by the field, during the stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8219131) became impeded in the proximal of an unspecified microcatheter (mc) and could not advance any more. The physician retracted the stent for inspection and tried to deliver the stent in vitro, but the stent was impeded in introducer sheath and could not be pushed out. The doctor added some force to deliver the stent, the stent was released automatically. The stent body was separated prematurely from the delivery wire. The deliver wire of the stent was found to be kinked/bent. A new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. No additional information is received. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failures. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.